Event description:
Allegedly in (B)(6) 2012, the patient felt pain. At the revision surgery, it was observed that the area of the junction had changed to black and there was some wear at the junction.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This is the same event as 1043534-2012-00773, 00774. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used, undetermined.